Event description:
Fluctuating inspiratory % time potentiometer. Troubleshoot turning potentiometer cw/ccw skips on digital display value. Replaced part. Calibrated unit put back into service. No patient or patient injury involved.